Manufacturer narrative:
(B)(6) . (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, patient underwent plif at l3-l5. Post operative on an unknown date vertebral body fracture and deformity were observed due to which patient underwent revision surgery((B)(6) 2015) in which fusion was extended to l2-iliac.l5 was skipped in this surgery and during the surgery it was found that left rod at caudal side of l4 pedicle screw was broken. Patient underwent 3rd surgery (date unknown) due to rod breakage. More rods were implanted and connected with cross link at both side and the surgery was finished.